Event description:
A report was received from health canada's canada vigilance program which states, "patient was on high doses pressors for extreme hypotension (vaso 0.04u/min and levo 80mcg/min). The doctor was preparing to insert a central line for hemodialysis and when he was pushing the IV pumps out of his way one hit the ECG monitor arm and disconnected two channels, the channels running vaso and levophed. The reporter states that the channel connections are too fragile." The customer reported that there was no harm.

Manufacturer narrative:
Correction: describe event or problem, imdrf annex e and f codes. Additional information: imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "patient was on high doses pressors for extreme hypotension (vaso 0.04u/min and levo 80mcg/min). The doctor was preparing to insert a central line for hemodialysis and when he was pushing the IV pumps out of his way one hit the ECG monitor arm and disconnected two channels, the channels running vaso and levophed. The reporter states that the channel connections are too fragile." There was no information on patient impact.